Event description:
It was reported that a small volume intermate had an unknown issue. This was found before use. There was no patient involvement. No additional information is available. This is report 5 of 6.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from october 12, 2012 ¿ october 15, 2012. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. During visual inspection the housing was observed to be malformed. The cause of the problem could not be determined. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.